Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a shorted fds8447 q3 power mosfet ic on the power board. This condition created the anomalies noted (lcd display was off, none of the alarms sounded, and there was no communication with the monitor). The reported event was duplicated at the bench level. The shorted q3 was most likely due to overheating from leakage in the internal diode. The manufacturer has opened an investigation to evaluate the q3 mosfet failures. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns to keep the controller in temperatures less than -20ºc (-4ºf) or greater than 50ºc (122ºf) or the controller may fail. Damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) provides instructions for properly connecting the power sources. It instructs to line up the solid white arrow on the connector with the white dot. Gently push the cable into the controller. Do not twist the connector, but allow it to naturally lock in place. A successful connection will result in an audible click. The IFU cautions, "do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors." If both power sources are disconnected from the controller, a loud, continuous alarm will sound and there will be no message on the controller display. The pump is not pumping and power sources should be connected immediately. If this action does not resolve the alarm condition replace the controller." Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product is in route.

Event description:
It was reported by the patient that two weeks prior his impression was that the controller was warmer/hotter than the previous controller. The controller was exchanged during software update and reportedly stopped. The site reported that there were no acoustic signals, the display was dark, and there were no alarms initially. After the vad coordinator noted a very quiet, intermittent alarm sound which he believed may be related to "rest activity of the power loss alarm". Log files were unavailable because the controller could not be restarted with batteries or ac adapter. The controller was replaced and the pump was restarted. The last report received indicates that the patient is doing fine.